Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the patient twice. This was immediately removed in both cases. The patient had multiple myeloma and was believed that perforation was related to the patient's condition. A tined lead was used as replacement. This rv lead was never in service. Additional information obtained from the field representative will be returned back to the laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).